Event description:
It was reported that t1 and t2 deployed together. There was a backup device available to complete the procedure with no delay. All ts were removed from the patient. No patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. The delivery needle is dramatically bent. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.